Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged dilator's tip is confirmed; however, the exact cause is unknown. One photograph of a microez microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer shaft with its dilator tip kinked, and some material whitening was observed near the damage. The microintroducer sheath appeared to be slightly advanced on the dilator's shaft. No obvious use residue was observed. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported bent tip of the puncture sheath. No further information was provided. 03/09/2026: it was found during an investigation the microintroducer shaft had its dilator tip kinked.